Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please explain what do you mean by ""normal delivery""? Normal birth delivery/ natural childbirth. What is the event day and procedure date? No further information is available. A manufacturing record evaluation was performed for the finished device lot pjcbrwe0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a natural child birth delivery procedure on an unknown date; and a suture was used. During the procedure, the suture broke during interrupted suturing on the perineal incision site. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020. Corrected h3 investigation summary: it was reported that the suture was broken during interrupted suturing. It was received for analysis an empty opened foil of product code vr944, lot pjcbrwe0. During the visual inspection of the foil, the suture was not present: therefore, it was not possible determine if, suture was broken. In addiction it was observed holes in cavity and several wrinkles were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the problem of broken suture. It was received for analysis an unopened sample of product code vr944, lot pjcbrwe0. During the visual inspection of the unopened sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the suture was broken during interrupted suturing. It was received for analysis an empty opened foil and an unopened sample of product code vr944, lot pjcbrwe0. During the visual inspection of the unopened sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.